Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath clear was selected for use. After inserting the farawave catheter into the faradrive steerable sheath clear, a lot of air was observed during aspiration. With further aspiration, a lot of air was drawn into the syringe. Bubbles were observed in the flushing line and syringe. A defective hemostatic valve of the faradrive steerable sheath clear was suspected. A non-boston scientific pump 20ml was used for irrigation of the faradrive steerable sheath clear. The procedure was completed successfully using different faradrive steerable sheath clear. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. During preparation for leak-performance testing, leakage was observed from the stopcock. This condition prevented proper preparation of the sheath for testing and could have contributed to the associated allegation.

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath clear was selected for use. After inserting the farawave catheter into the faradrive steerable sheath clear, a lot of air was observed during aspiration. With further aspiration, a lot of air was drawn into the syringe. Bubbles were observed in the flushing line and syringe. A defective hemostatic valve of the faradrive steerable sheath clear was suspected. A non-boston scientific pump 20ml was used for irrigation of the faradrive steerable sheath clear. The procedure was completed successfully using different faradrive steerable sheath clear. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory.